Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the c-flex 570c iol has opacified post-operatively. The patient underwent implantation of the c-flex 570c iol in the os eye on (B)(6) 2017. Prior to cataract surgery, the patient underwent descemet's stripping endothelial keratoplasty (dsek) in the os eye. This procedure was performed on an unknown date in 2011. The patient medical history received states that the patient has corneal decompensation in the od eye (fellow eye) and bilateral fuch's dystrophy. The patient is also on medication for narrow angle glaucoma. The rayner capsular bag IFU includes the following contraindications "active ocular diseases (chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication"). And "corneal decompensation or endothelial insufficiency". Slit lamp photographs have been provided to rayner for review. These photographs show deposits in the pupillary area of the eye; however, it is not possible to determine the nature of the deposits without having the iol returned for analysis. Rayner is working with its distributor in (B)(4) to obtain additional information to facilitate further investigation of this event. The calcification of iols has been categorised in published literature into two types; primary and secondary (plus a third for those incorrectly determined cases). Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa)1, multifactorial6, high phosphate content ophthalmic viscoelastic devices6 , repeated exposure to intracameral air4, raised intraocular pressure4, excessive post-operative inflammation4, complicated, traumatised eyes2, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures3, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions5. References: (B)(4) alert (B)(4). A dhital et al. Calcification in hydrophilic intraocular lenses associated with injection of intraocular gas. American journal of ophthalmology: 2012; jun;153(6):1154-60. L werner et al localised opacification of hydrophilic acrylic intraocular lenses after procedures using intracameral injection of air or gas: 2014: vol 41, issue 1, p199-207. P. Morgan-warren et al. Opacification of hydrophilic intraocular lenses after descemet stripping automated endothelial keratoplasty. Clinical ophthalmology. 2015:9 277-283. De cock r et al. Calcification of rayner hydrophilic acrylic intra-ocular lenses after descemet's stripping automated endothelial keratoplasty. Eye (lond). 2014; 28(11):1383-1384. Walker nj et al. Calcification of hydrophilic acrylic intraocular lenses in combined phacovitrectomy surgery. J refract surg 2010; 36:1427-1431. Our review of production records for the c-flex 570c iol batch 037104838 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570c iol (march 2017) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex 570c iol batch 037104838.

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred following implantation of a c-flex 570c iol. The event description states that opacification of the iol was observed post-operatively.